Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Please quantify the amount of blood lost. Did the patient require a transfusion? Quantity of blood transfused? What was the condition of the patient following the procedure ¿ stable, critical ¿ please explain. It was fired the first time, which left a small gap in the staple line (or did not completely staple all the way across), which left an arterial bleed that had to be clipped multiple times with titanium ligaclips. There was a discussion as to whether to change out the stapler or not. More bleeding came up in a different spot so the surgeon urgently requested another reload for that same stapler. It was loaded it and used. It fired this time without incident, but because of the first incident the surgeon didn't trust the staple line, so he elected to place multiple clips along the staple line again. The stapler was not used again. Unknown status regarding transfusion if any. The stapler was reported to not properly seal across the artery upon cutting and notes on the device state: "the stapler did not work properly. Surgeon crossed vessel clearly, incomplete homeostasis afterwards. They were still seeing bleeding & wanted another stapler right away so they used the same stapler with a reload and it worked fine". The patient did not sustain any long term injury or lasting affects and I believe has been or will shortly be discharged. It was reported that, ¿unknown status regarding transfusion if any.¿ did the patient require a blood transfusion? No information was reported regarding a blood transfusion.

Event description:
It was reported that during an unknown procedure, the device did not properly seal across the artery upon cutting, the surgeon crossed vessel clearly, incomplete homeostasis afterwards. They were still seeing bleeding and wanted another device right away so they used the same device with a reload and it worked fine. The patient did not sustain any long term injury or lasting affects and the patient will shortly be discharged.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. In addition another cartridge was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.